Event description:
The customer reported that, during a therapeutic endobronchial ultrasound procedure, the lens of their evis eus ultrasound bronchofibervideoscope device was not clean, resulting in an obscured endoscopic image which was a soft pink color. After the procedure, the customer technician examined the device under a microscope and discovered dried blood which which was caked and/or burned on the light guide. The customer reported that the lens was not properly clean despite being pre-cleaned and disinfected in accordance with the instructions for use. There were no reports of patient harm.

Manufacturer narrative:
Fields updated: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. The reported failure mode could not be reproduced. The device met its specification. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during a therapeutic endobronchial ultrasound procedure, the lens of their evis eus ultrasound bronchofibervideoscope device was not clean, resulting in an obscured endoscopic image which was a soft pink color. After the procedure, the customer technician examined the device under a microscope and discovered dried blood which was caked and/or burned on the light guide. The customer reported that the lens was not properly clean despite being pre-cleaned and disinfected in accordance with the instructions for use. There were no reports of patient harm.